Event description:
It was reported that after a tkr surgery had been performed on (B)(6) 2009, the patient experienced a broken insert post. This adverse event was solved by revision surgery on (B)(6) 2023. The current health status of the patient is unknown.

Manufacturer narrative:
Complaint reference number: (B)(4).

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that as the requested clinical documentation had not been provided, there were no clinical factors found which would have contributed to the event. Based on the limited information provided, the event was resolved by a revision. Of note, the implant remained in-situ for approximately 13 years prior to its revision. According to the report, the current health status of the patient is unknown. Therefore, the impact to the patient beyond that which has already reported cannot be confirmed nor concluded. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.